Event description:
The user facility reported that the doctor attempted to deploy an angio-seal on a patient today and it did not perform as expected. The scrub tech on the procedure said that the footplate did not fully exit the angio-seal sheath, therefore, everything came out the skin tract upon retraction of the device. This was during a percutaneous coronary intervention (pci) procedure from right groin. The initial sheath was a st. Jude 6fr act sheath. The patient was stable. The procedure outcome was unsatisfactory. Additional information was received on 17 feb 2023: there was no mention of difficulties with arterial access, sheath, guidewire, or catheter insertion. Angiogram was performed and was acceptable. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: respiratory therapist (rt). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed since the device was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the distal tip of the hemostasis sheath. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).